Event description:
It was reported to olympus that a telescope had a blurry image, and the scope was twisted. The issue was found during reprocessing of the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During the inspection, the reported event was confirmed. In addition, other defects were identified during the device inspection: light guide was missing, the swivel nut was also missing. The outer tube with r-unit was found bent and the image was blurry. The reported failure was likely caused due to mechanical damage and deformation of the outer tube. The image was blurry due to the bending of the outer-tube with r-unit led to the breakage and misalignment of the internal lens. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.